Manufacturer narrative:
Initial reporter address and telephone: (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal and bacterial peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was unknown. The same day as event onset, dianeal and extraneal therapies were discontinued. No additional information is available.